Event description:
It was reported that patient was hospitalized due to heart failure. Upon device interrogation, the left ventricular lead exhibited an increased thresholds. Multiple vectors were tested and loss of capture was observed. The physician a suspected that the lead had become dislodged. The lead was disabled. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.